Manufacturer narrative:
(B)(4). The complaint rt235 device is not expected to be returned to fisher & paykel healthcare as it is not available from the hospital. Our evaluation is based on our knowledge of the product and the information provided to us by the hospital. The hospital reported that disconnection of the circuit wye occurred while the hospital staff was "manipulating the circuit wye while attached to the patient's endotracheal tube", and the incident did not occur spontaneously. Without the complaint device, we are unable to confirm the reported fault and determine the cause of the reported event. All infant breathing circuits are pressure tested for leaks, and visually inspected for defects such as cracks, tears and deformation prior to leaving the production line. Those that fail are rejected. All infant breathing circuits are also shipped to the customer fully assembled with one end of the inspiratory and the expiratory limbs fully inserted into the swivel wye-piece, having a standard connection of (B)(4). The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint rt235 device is not expected to be returned to fisher & paykel healthcare as it is not available. Our investigation is currently in progress as we are obtaining further information from the customer. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to an fph field representative swivel y-piece of an rt235 infant dual heated evaqua breathing circuit became disconnected. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to an fph field representative swivel y-piece of an rt235 infant dual heated evaqua breathing circuit became disconnected. No patient consequence was reported.